Manufacturer narrative:
No pt injury info was provided. Actual heparin delivery unknown. A gambro technical services (gts) field rep inspected the machine and applied an electronic contact enhancer to heparin pump connector. He simulated a treatment and no problem was found with the heparin pump.